Manufacturer narrative:
The field service engineer (fse) found the sample tubes were not standing straight in the sample disk. The customer has been using sample cups for 3-4 days with no issues. Instrument performance testing was acceptable. The investigation is ongoing.

Event description:
The initial reporter questioned low results for multiple patients tested for elecsys estradiol iii (estradiol iii) and hcg + b on a cobas e 411 immunoassay analyzer. The customer provided discrepant results for 1 patient sample tested for estradiol iii. The initial result was <5 pg/ml with a data flag. This result was reported outside of the laboratory where it was questioned by the physician as it was not consistent with the result for a patient undergoing in vitro fertilization (ivf) treatment. An aliquot of the sample was repeated and the result was 259.4 pg/ml. This result was believed to be correct. The primary tube sample was repeated with a result of 269.1 pg/ml. The estradiol iii reagent lot number was 590311. The expiration date was not provided.

Manufacturer narrative:
Calibration was last performed on (B)(6) 2022 and was acceptable. Qc was acceptable. There is no indication of a reagent performance issue. The customer used small pour over tubes and 4.5 ml tubes with no sample disk tube adapter (sdta). Product labeling states: "incorrect results and errors due to misaligned sample tubes: not using a 13 mm sdta with 13 mm tubes or incorrect use of a 13 mm sdta may cause incorrect results or errors. -always use 13 mm sdtas with 13 mm tubes. -ensure that sample tubes are straight. -ensure that barcode labels are not damaged and that the barcode scanner can read them. -ensure that 13 mm sdtas are not exposed to direct sunlight. -if a larger diameter tube is left inserted in a 13 mm sdta for more than 3 days, then the adapter may become distorted. Do not insert smaller diameter tubes into distorted adapters as they may not align correctly." Multiple "sample volume insufficient", "clot pipetting" and "sample short" errors were observed on the alarm trace data. These are indicators of possible poor sample quality. The investigation determined the event was due to a customer handling issue (not using tube adapters with their 13 mm or smaller sample tubes).